Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator caught on fire. The device was returned to the manufacturer for evaluation. The device was visually inspected and found evidence of thermal damage to the external enclosure caused by an external source. The device was inspected internally and found no evidence of thermal damage. Product labeling states, " oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use." The manufacturer concludes the fire was caused by an external source and the device did not cause the fire.